Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump started beeping with no error messages displayed on the screen. They tried to troubleshoot and switched the same cassette over to their backup pump with no resolution. The pump only stopped beeping when they inserted a fresh cassette. This reportedly happened two separate mornings. There was no patient, or clinician injury associated with this event.